Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient was complaining of localized pain around their heart when their right ventricular (rv) lead began exhibiting non-capture. It was determined that the patient had experienced a perforation when x-ray indicated that the lead had migrated past the heart border. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.